Manufacturer narrative:
Correction: b5 narrative was corrected.

Event description:
1627487-2020-47799. It was reported that one of the patient's two ipgs became inoperable. As a result, surgery occurred to explant and replace the ipgs, which resolved the issue. Product information is unknown. It is unknown which ipg became inoperable.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain product and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-47799. It was reported that the patient's two ipgs became inoperable. As a result, surgery occurred to explant and replace the ipgs, which resolved the issue. Product information is unknown.